Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient complained of palpitations. All episode counters on the interrogation report of the implantable cardioverter defibrillator (ICD) device showed as zero, so the clinician did not look further into the arrhythmia log. The clinician and physician were upset that when the data was later pulled using another system, the arrhythmia episode log showed episodes of supra ventricular tachycardia (svt). The patient had already left the office by that time. The device remains in use. No patient complications have been reported as a result of this event.